Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, could not recover drawer, and unable to recover drawer to retrieve narcotics. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and shut down the device, replaced the legacy full-height cubie drawer with an enhanced one, rebooted, and confirmed the drawer was operational. The system functioned as intended after the field service engineer repaired the device.